Manufacturer narrative:
An event regarding altr involving a metal head was reported. The event was not confirmed however corrosion of the metal head was noted during material analysis device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar). The report stated: visual inspection was performed with the aid of a stereomicroscope at magnifications up to 50x. The associated femoral stem was not provided for investigation. Dark, adhered debris and surface texture variations were observed within the taper. Device was examined in a scanning electron microscope (sem). Material analysis report concluded: portions of the femoral head taper surface exhibited dark, adhered debris. The debris composition is a mixture of biological material and corrosion product. No material or manufacturing defects were observed on the devices examined. Medical records received and evaluation: insufficient information was provided for review by a clinical consultant device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information this investigation will be reopened.

Event description:
It was reported that during a revision hip, massive soft tissue damage was reported (alval). It was reported that dead necrotic tissues were observed during surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that during a revision hip, massive soft tissue damage was reported (alval). It was reported that dead necrotic tissues were observed during surgery.